Event description:
It was reported that the pulse generator exhibited backup operation. Due to low battery further trouble shooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.